Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(6).

Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another manufacturer's device.